Event description:
It was reported that the 9800 system had a pre-charge voiltage error and an overload fault error message prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.